Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller is not working to charge the implant. Patient said they met with representative(rep) on thursday in person and rep was able to get the controller to work but told the patient to call and have the controller replaced. During the call, the patient was seeing no device found, despite attempts to recharge. Patient confirmed they were hitting recharge instead of try again. Agent reviewed this is likely the recharger, as the screen they are seeing is "no device found". A request was sent to the repair department to replace the recharger. Patient stated on the call that this began yesterday, but they stated they spoke with rep on thursday, so it is unclear when this began. Additional information has been received that patient called back stating they received the replacement recharger; however, were still seeing no device found. Agent had patient connect the recharger and tap recharge; screen displayed passive recharge mode with 98-98-98 and a green flashing light. Agent reviewed no device found message, passive recharge mode (prm), and charge duration and advised patient to continue charging implant to full. Pt called back stating that they called yesterday morning and a replacement recharger was sent which they already received. However, as they were trying to charge their ins a software problem 1-intellis 2-3.6 3-58 4-qf_new message displayed. Agent reviewed the message. Agent had pt reset the controller; pt confirmed no visible damage on the controller and battery pack. Pt confirmed that the message has been cleared after the reset. Pt mentioned that a memory problem appeared on the screen and they completed the set-up process. Pt attempted to charge their implantable neurostimulator (ins), and they got a no device found message. Agent had pt press recharge and they started prm 94 94 94. Pt then mentioned that they have been trying to charge the ins this whole afternoon. After waiting for a few minutes, pt was still on the prm then unable to charge screen displayed. Pt started another prm cycle however they still couldn't progress beyond the prm. Agent instructed pt to move the paddle away from the ins site, numbers decreased to 30 30 96. Despite multiple attempts to recharge the ins, pt was still unable to progress beyond the prm. Agent reviewed prm and no device found screen. Pt confirmed that they have not experienced any recent falls, trauma, or changes in weight. Agent sent a request to repair to replace the controller. Patient mentioned that they got the controller and that they tried to set up the controller to the implant, however, they were not able to connect to the implant and got the no device found. Agent had patient reset the controller and had patient follow the instructions on the controller. Agent had patient enter into a passive recharge mode. After a few minutes, agent got unable to recharge. Low on battery, reposition the recharger. Agent had patient reposition the recharger and enter into a passive recharge mode. Patient then mentioned that they got the unable to recharge message again. Agent redirected patient to their healthcare provider (hcp). Rep met with patient to troubleshoot and she was only able to go into passive recharge mode. Patient can't connect to the neurostimulator, even when placing controller right over the implant. Rep has to keep clinician communicator over the implant to maintain connection with the tablet. Rep used tehri own recharger and controller today, and they weren't able to get the normal recharge screen. Manufacturing rep previously mentioned is seeing pt today. Technical services(tss) reviewed steps for disable device attempts and then sent caller warranty info to caller. Rep called back in with patient and agent walked them through disabling and re-enabling the device. Rep states it still states "device not found". Agent reviewed case number with rep. Spoke with manufacturing rep and they are going to be setting up an appointment to replace the implantable neurostimulator(ins) since troubleshooting has not resolved the telemetry issues. Additional information was received from the health care professional (hcp). The hcp stated that the cause of the no device found was not determined. When asked about the action/intervention to resolve the issue, the hcp stated that they had met manufacturer representative (rep). The issue was not resolved and they need replacement. Additional information was received from rep stating the implant was explanted on (B)(6) 2026.

Manufacturer narrative:
H3: pli #: 40 product ID #: 97715, serial no #: (B)(6) was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis noted tel-m antenna fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h6 updated with eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.